Event description:
This pc is related to (B)(4). Which reports infection after the revision surgery. This pc reports revision surgery for the left femoral. It was reported that on (B)(6) 2013, the primary surgery was performed via tha for the left femoral with the implant in question. The surgery was completed successfully without any surgical delay. The revision surgery was performed on (B)(6) 2022, via tha and femoral orif due to the peri-stem fracture. The event date is unknown. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.